Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient experienced recurrent urine infections. The patient had a previous mesh implanted on (B)(6) 2000 which is captured in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/22/2022.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. *it was identified that this complaint was inadvertently reported with the incorrect predicate 510k device number, k013718, instead of k071512.